Manufacturer narrative:
This customer reported that while transporting a pt, the connection between the pads cable and the device was intermittent. There was no negative impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that while transporting a pt, the connection between the pads cable and the device was intermittent. There was no negative impact to the involved pt.